Event description:
It was reported that the customer is currently off the insulin pump. Customer plays with the sets and pulls them off. Customer is on shots because he has an unexplainable high blood glucose level. Customer had the same problem with his next set. Customer's mother feels that it was due to the bubbles on the reservoir. Customer never received the infusion set replacement. Customer's mother declined being transferred. Sensors did well overall but there were a few occasions in which the customer's sensor glucose reading was over 50 pts different than the blood glucose level. It was recommended to not wait longer than 2 minutes to add blood glucose level as an old reading can throw off the continuous glucose monitoring system. Customer's mother mentioned multiples meter and that they use two. It was recommended to only calibrate with one. No further assistance required.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.